Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17354427 / 18833259, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 19001188, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting an adequate pain relief. The patient underwent an explant procedure.